Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the integrated electrosurgical unit (iesu) kept having a c-34 error. An intuitive surgical inc. (Isi) technical support engineer (tse) advised the customer to change the outlet, but the issue persisted. The tse then recommended the customer to switch the generator to an external generator. However, they needed to use the iesu for the vessel sealer instrument. The iesu started to work around the end of the call, so the customer continued the procedure. There was no known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the iesu initialized without error. It was unknown if the error re-occurred after contacting dvstat, but the site used an external generator to complete the procedure. The iesu was also used with the vessel sealer instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-34 occurred, an investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and was able to reproduce error c-34. The fse confirmed that there was a time the error c-34 occurred, and the integrated electrosurgical unit (iesu) could not be used. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu related to this complaint for evaluation. The c-34 errors were confirmed and reproduced on the iesu. The iesu was run in normal mode on the in-house system and triggered the c-34 errors. The complaint regarding multiple c-34 errors on the iesu was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to a defective component. The iesu was tested in failure analysis and failed to run properly by triggering error c-34 due to a low hf voltage. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) became non-functional after the start of the procedure, but the surgeon was able to continue with the procedure robotically with the same generator later. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
The vio integrated electro surgical generator unit (iesu) was analyzed by the original equipment manufacturer (OEM) and it was confirmed that the unit generated a c-34 error on start-up. . Troubleshooting led to a malfunctioning hf generator printed circuit board (pcb) and once replaced, the mentioned error ceased. Unrelated to the reported issue included the front frame and top cover were both replaced due to detached bezel and numerous scratches respectively.

Event description:
Refer to h10/h11 for follow-up information.